Manufacturer narrative:
(B)(4). Date sent: 10/30/2023. D4 batch # unk. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: has the re-operation been completed? If so, can the surgeons please share findings to the operation? Has any allergy testing been completed? If yes, could you please share the results to (B)(4). What testing have been scanned or done that the staples are still in the patient after a 1.5 year and can we confirm that the staples are still in the patient? What metallurgic testing completed that the patient is allergic to the staples? What has been done to rule out other potential causes of bleeding? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure that the patient has reactions after a longo operation performed 1.5 years ago with the pph03 stapler. It is suspected that there is an allergic reaction due to ongoing bleedings. The patient experienced an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient require revision surgery or hardware removal.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2023. Additional information was requested and the following was received: medical opinion was provided as follows: it is more likely that the patient has developed recurrent hemorrhoids than an allergic reaction, especially at 1 ½ years postop. Published recurrence rates are around 5%. (Ann coloproctol 2023 feb; 39(1): 11-16 attempts are being made to obtain the following information. To date, a response has not been received. Once additional information has been received, a supplemental report will be sent. Can we please confirm: does the surgeon believe the issue with the patient was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain.